Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2019, and the physician was provided a notification letter with recommended actions. Internal field number: (B)(4).

Event description:
The suspect generator was received by the manufacturer. Generator product analysis was completed. The failure to communicate was isolated to a malfunction in the microprocessor. The generator was subjected to the reboot monitor, gc5 screening test and failed the screen. The generator did not communicate with the tablet or wandcomm at the product analysis, or pa, bench. The generator can was opened. Probing across the 10 ohm series resistor showed that the generator was rebooting every 16 seconds intervals. The generator was ¿reset¿ and communication with wandcomm was established. The generator was then subjected to and successfully completed a "postess" electrical test. The generator was operating within specifications. Internal investigation has identified that the root cause of the unexpected device reboots is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware.

Event description:
It was reported that the patient's m1000 vns generator, which was implanted a few months prior, could not be interrogated. The nurse tried a generator reset which did not work. X-rays were performed and reviewed and showed no obvious problems. The patient was seen two weeks prior to the event for a titration appointment and the battery was at 75-100% with ok lead impedance. The patient underwent vns replacement surgery. Tablet data was received and reviewed by the manufacturer. Review of the tablet data revealed that data was only available until the last clinic visit, which is expected as the facility was unable to interrogate the device at the latest clinic visit. No reboots were observed in the present data. Review of the internal generator data revealed that the last reboot of the generator likely related to the manufacturing process as it occurred prior to date of implant. Review of the tablet data logs revealed multiple instances of error code 128, which is typically associated with communication issues due to emi, on date in question. However, there was also one instance of error code 130, which represents a serial number/model ID mismatch when attempting diagnostics on that date. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The explanted product has not been received by the manufacturer to date. No additional relevant information has been received to date.